Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a secondary infusion of meropenem (presumed to mean meropenem) was observed to flow into the primary bag of normal saline. There is no report of patient harm.

Manufacturer narrative:
This event has been determined to be a duplicate file. Reference internal file number (B)(4), manufacturer report number 9616066-2017-00023 for MDR reporting.